Event description:
Metafix / trinity revision of the stem, ecima liner and ceramic head after 3 days due to dislocation.

Manufacturer narrative:
Per -3680 final report additional information, including post primary and pre revision x-rays, operative notes, whether the patient experienced any trauma / falls prior to the dislocation and an update on the patient post revision was requested, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The surgeon has commented that the dislocation occurred due to lack of anterior capsule and bony impingement, however, corin could not verify this based on the information made available for this investigation. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, whether the patient experienced any trauma / falls prior to the dislocation and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix / trinity revision of the stem, ecima liner and ceramic head after 3 days due to dislocation.